Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. In addition, it was reported that the customer experienced high blood glucose level, value was not provided. Cause was unknown. Customer declined to troubleshoot with tandem technical support.